Event description:
The customer alleged they received a questionable cardiac troponin t (tnt) result on their cobas h232 analyzer, serial number (B)(4). The tnt strip expiration date provided was 01/2014. The patient's initial tnt result was 204 ng/l and it was reported outside the laboratory. The patient was tested on a cobas 6000 e601 module, serial number (B)(4), using the troponin t high sensitive reagent (tnths), which is not sold in the united states. The tnths result was 27.9 ng/l and it was reported outside the laboratory. It was not clear if the results came from the same sample. The patient was not adversely affected by this event. An investigation was performed on retention tnt strip using lot number 28116810 on an h232 analyzer. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
Two individual test strips form lot number 28116810 were returned for investigation, however they were not shipped according to the temperature requirements. The customer also returned an h232 with serial number (B)(4). Samples were tested on the returned h232, a retention h232 analyzer and an elecsys 2010. The results from the returned h232 were lower than the retention h232. The investigation is ongoing.

Manufacturer narrative:
A root cause could not be determined. Standard tests were performed. All the results fulfilled the requirements. The optics were checked. No errors were found. All product claims were met.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.